Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch down cable to be frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument which measured approximately 0.110. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable and various scratch marks on the main tub with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
On (B)(4) 2014, intuitive surgical inc. (Isi) received the prograsp forceps instrument from the site with no reported product problem. Isi failure analysis investigated the returned device and found a frayed cable and main tube damages. On (B)(4), isi contacted the site to obtain additional information concerning the reported event. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.